Event description:
Allergan received a forwarded maude event report from the FDA. The pt reported to the FDA the removal of a lapband sys, due to the following alleged events: "band slippage, esophageal spasms, diffuse esophageal spasms, nutcracker esophagus, dysphagia, esophageal motility disorder, nausea, reflux, severe pain/chronic pain, mucosal cracks in esophagus, and nerve damage to both shoulders." F/u with the pt clarified two lap-band sys had been allegedly associated with complications and the pt explained that the first lap-band sys had been explanted based on an alleged slippage of the device. Allergan is reporting this event in a separate medwatch report. The second device had been explanted due to the above listed medical events and allergan is reporting these events in this medwatch report. F/u with the surgeons will be conducted as soon as allergan is able to obtain contact info for surgeons. The devices are not available for product analysis at this time.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Dysphagia, reflux, nausea, pain, and surgical complications are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the report regarding the serial number of the device has been requested. Device labeling addresses the reported event of surgery related complications/observation as follows: "it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the possible outcome of dysphagia, reflux, and nausea as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight gain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pain as follows: "other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and ... Port site pain."